Manufacturer narrative:
The button error alarm and intermittent act button response was due to corroded keypad traces. The pump was received with minor scratched display window, cracked display window corner, cracked case at display window corner and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm on their insulin pump. It was reported that the buttons are unresponsive and the button error alarm cannot be deleted. It was reported that the device was replaced. No further information provided.